Manufacturer narrative:
(B)(4). Failure to follow steps (lock lever cap was turned more than half a turn during preparation). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficulty removing the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During preparation of the clip delivery system (cds), it was noted that the lock lever cap was turned more than half turn and came off of the cds. The lock lever cap was put back on and closed tightly. During deployment, when the lock lever cap was removed, it was found that the two ends of the lock line were inside the lock lever and could not be pulled out. Mosquito forceps were used to pinch the brown covering on the lock line end. Difficulty was noted, and the plastic covering fell apart. The end of the lock line was then able to be retracted and deployment of the clip was successful, reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip instructions for use instructs the user to loosen the lock lever and gripper lever caps to de-air. It further instructs the user to not turn the lever caps more than 1/2 a turn in the open direction and to tighten the lever caps after de-airing. It was reported that the user turned the cap more than half a turn which resulted in the cap coming off. The cap was tightened back onto the lever, and the lock lines got stuck in the lever, making it difficult to remove. Attempts to pinch the ends of the lock line with the forceps to remove it, subsequently resulted in the plastic cover/polyimide tubing falling apart (breaking). All available information was investigated, and the reported difficulty to remove the lock line resulting in broken/damaged plastic cover (polyimide tubing) appears to be a result of turning the cap more than half a turn while de-airing the device during prep. There is no indication of product quality issue with respect to manufacture, design or labeling.